Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had to have their neurostimulator replaced due to failure of the battery. No pt injuries were reported and the pt recovered without sequelae.